Manufacturer narrative:
Brand name: bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 67848 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 67848 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, these tubes were under-filled, they were not filling up to the minimum fill line.